Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform displayed user advisory (ua) 21 (position change does not coincide with motor direction), ua 18 (max take-up revolutions exceeded) and ua 2 (compression tracking error) messages. A ua 45 (not at "home" position after power-on/restart) message also appeared but the customer was able to clear the message by rotating the shaft back to the "home" position. The platform continued to display "check patient alignment" and ua 2 messages. No patient involvement was reported. No further information was provided.